Event description:
Pt was dialyzing on (B)(6) 2013, when he suffered a cardiac arrest approx 2.75 hrs into treatment. Bp within normal limits at 2 p.m. And documentation indicates that pt was resting comfortably. Pt noted unresponsive by pct and code called at 2:14 p.m. No complaints documented prior to pt being found unresponsive. Blood returned to pt, code called/ems activated/CPR initiated and shock delivered. Pt transferred to local hospital.